Event description:
During ercp procedure, sphincterotome wire broke during cautery and burned duodenal wall. Two sphincterotomes were used - both broke, unable to determine which lot # contributed to duodenal burn. Procedure was completed using a 3rd sphincterotome from same MFR).